Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured between august 12, 2024 ¿ august 13, 2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and tubing that was separated from the y-site clearlink in the upstream part was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the tubing. The tubing disconnected itself from one of the needless ports. This occurred during patient infusion via baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.